Manufacturer narrative:
Other text: d10, h6: event methods, evaluation, and conclusion codes: updated. One used device was received for investigation. No damage or anomalies were observed with the device during visual inspection. The reported issue was confirmed during functional testing when the device was inflated and leakage was observed, which was traced to a tear in the cuff. During manufacturing process these devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12 hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. As the reported cuff leak was not observed prior use the investigation attributed the cause to contact with a sharp edge that occurred during tracheostomy procedure or during use. A review of manufacturing device history records for the reported lot numbers found no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. As no manufacturing root cause was identified, no actions have been taken at this time.

Manufacturer narrative:
Patient identifier: one patient, three product malfunctions. (B)(6) all represent the same patient. This is the first malfunction report for the related complaints. Date of event: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that leakage of air from the cuff was observed in three (3) products consecutively for one patient. No patient injury. No additional information is available for this complaint.